Manufacturer narrative:
Additional information: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut r transcatheter aortic valve, product ID: evolutr-29, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: ferrer-gracia m-c, guillén subirán me, diarte de miguel ja. Severe aortic stenosis treated with three self-expandable valves: embolization of the first two and successful implantation of a larger one. Complications. 2025; 2(2):10. Https://doi.org/10.3390 /complications2020010 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic evolut r system. During the procedure, a pre-implant dilation was performed with a semi-compliant balloon, followed by implant of the 29 mm evolut r valve at a target depth of 3 mm. Then, the withdrawal of the delivery system caused the valve to dislodge to the ascending aorta due to the ¿collision¿ of the nosecone (tip of the delivery system) with the evolut r frame. Severe aortic regurgitation ensued, causing hemodynamic collapse. Consequently, a second 29 mm evolut r was implanted valve-in-valve inside the first one. Afterward, the aortic regurgitation was reduced to moderate, and the patient¿s hemodynamics did not improve, so a balloon post-dilation was conducted. When the authors retrieved the deflated balloon, the second evolut r also dislodged up to the ascending aorta. As described by the authors, ¿both valves fit together perfectly, one inside the other, in the aortic arch.¿ ultimately, a third medtronic tavr prosthesis (31 mm corevalve) was successfully implanted at a depth of 11 mm from the annulus with no aortic regurgitation. The patient then developed complete atrioventricular block and remained pacemaker dependent. The authors remarked that the patient remained stable without complications at the ten-year follow-up.